Event description:
The complainant alleged that during a routine shift check by a clinician, device would not discharge. The complainant indicated there was no pt involvement with this reported malfunction.